Manufacturer narrative:
H3, h: the cori drill attachment p/n rob10015 (B)(6) used in treatment was returned. The reported problem was confirmed. The wiper was not properly epoxied into the drill attachment. Although the reported problem was visually confirmed, a functional evaluation was performed. A kpc test was run and the test failed. The wiper is loose and does not function as intended. In addition, a functional evaluation was performed on the part beyond the reported complaint. The drill attachment functions as intended. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints did not identify any prior events. The most likely cause of this event was lack of epoxy applied during manufacturing. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that, after a cori-assisted tka surgery, the white plastic piece (wiper) was separated from the ri robotic drill attachment and it was re-attached. The patient was not harmed.